Event description:
It was reported that the system displayed an intermittent communication failed error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.